Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-feb-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8930d-13 1.3 mm drill bit for 2.0 mm quickfix screw bent and broke during the creation of the bone tunnel. This was discovered during an unspecified procedure with no patient harm. The surgery was completed using the other drill from the set.